Event description:
Patient tested on suspect device with an inr result of 8.0. Lab inr was 5.0. Another patient was tested on the suspect device with an inr result of 5.5 and 5.4. Lab inr was 3.9. Controls were in range. No treatment provided. The site declined to have any products replaced for evaluation.